Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: patient underwent incarcerated left femoral hernia repair and bladder laceration repair. A 20 fr rusch hematuria catheter was placed in the or at 14:11. That evening patient transferred from bed to chair and foley slid out of urethra. Patient reports she felt like it got caught on something, but it did not hurt when it came out. Balloon was not inflated. No urethral trauma evident and no bladder/pain reported by patient. Catheter balloon was filled with water to inspect for proper function and water leaked from the balloon after 2ml injected despite it being a 30ml balloon. No injury to patient. Patient was re-catheterized with a 22 fr catheter. This was originally sent to bard for item# pd7600178 (bag). Bard states that the bag is their product but not the catheter.

Event description:
The report states: patient underwent incarcerated left femoral hernia repair and bladder laceration repair. A 20 fr rusch hematuria catheter was placed in the or at 14:11. That evening patient transferred from bed to chair and foley slid out of urethra. Patient reports she felt like it got caught on something, but it did not hurt when it came out. Balloon was not inflated. No urethral trauma evident and no bladder/pain reported by patient. Catheter balloon was filled with water to inspect for proper function and water leaked from the balloon after 2ml injected despite it being a 30ml balloon. No injury to patient. Patient was re-catheterized with a 22 fr catheter. This was originally sent to bard for item# pd7600178(bag). Bard states that the bag is their product but not the catheter.

Manufacturer narrative:
Qn#(B)(4). Device lot number was not provided, thus, no DHR review could be conducted. No representative sample was returned for further investigation and physical inspection. Since there is no sample returned to our site, 3 pcs of the product from same catalogue no: 664130-000200 was taken from production site to simulate the balloon deflation/inflation functionality with saline water to check the leak defect at balloon. Sample was inflated with saline water then was left for 4 minutes to inspect if there is any leakage on the balloon area. No leakage was found on three samples. After 4 minutes, the sample was applied force to its balloon. No water leakage found on the all samples. Therefore, the complaint could not be confirmed, as there is no sample was return to manufacturing site for the physical inspection.